Manufacturer narrative:
Manufacturers investigation conclusion: the reported event of a red heart alarm was confirmed during analysis. The evaluation of the returned system controller serial number (B)(6) revealed an open fuse for the vcc circuit. As a result the system controller was not able to operate a test pump during analysis. After the fuse was replaced the system controller operated as intended. The data log file appeared to be corrupted and did not contain any reliable information. A specific root cause for the open fuse was not able to be determined during this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient exchange the primary system controller due to red heart alarm. On (B)(6) 2019 the patient had a battery module alarm at the hospital when the battery was connected. The connection from the battery to power module was then changed and when connecting to the power module, a red heart alarm occurred. The patient complained of symptoms and was confirmed by auscultation; however, the pump was not running. The patient¿s system controller exchanged due to the pump not running. After connecting to the backup epc system controller, the patient's symptoms disappear and the pump began operating normally. The evaluation for log file did not contain any pump data. It appears that the events that occurred on this epc system controller were not collected. The evaluation for the second log file began on day 0, hour 0, and 6 minutes and ended on day 0, hour 17, and 57 minutes. The data captured appeared to be related to a system controller swap and system controller set up. There were no unusual events noted within this log file and the pump appears to be functioning as intended. It was also reported that the patient was recorded low speed operation. The site was worried about driveline fracture. The patient is completely asymptomatic, with no sign of thrombus, dehydration. The log file review confirmed that a low speed hazard alarm event was observed. There is not enough evidence to confirm the cause of the speed drop. No additional information provided.